Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Attempt to obtain pertinent additional information was unsuccessful. This ra lead was explanted. No additional adverse patient effects were reported.